Event description:
It was reported that the patient presented in the clinic for follow-up. Interrogation of the patient's pacemaker revealed a diagnostic anomaly. No patient symptoms or intervention was reported.

Manufacturer narrative:
The reported event of a large difference between the at/af burden and mode switch duration was confirmed. Based on the information provided, it was determined that both reported values were calculated correctly and per requirement. It is likely that the ongoing episode ended during an interrogation/suspend, resulting in the firmware not adding the 2nd entry to the episode log and therefore the ams summary does not get updated.